Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was observed pulled back with an x ray. Cross talk over sensing was observed on the rv lead channel. Pacing thresholds were high and the rv sensing amplitude was low. The device was reprogrammed, and additional resolution options were discussed. The patient is not dependent. A rv lead revision was recommended but remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was observed pulled back with an x ray. Cross talk over sensing was observed on the rv lead channel. Pacing thresholds were high and the rv sensing amplitude was low. The device was reprogrammed, and additional resolution options were discussed. The patient is not dependent. A rv lead revision was recommended, and the rv lead has been explanted at this time. No additional adverse patient effects were reported.